Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert from their implantable cardioverter defibrillator (ICD). Upon review, it was found that the patient's ICD was under-sensing ventricular signals. No intervention was performed. The patient was stable.